Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the pacemaker exhibited decreased p-wave amplitude sensing which resulted in under-sensing. Programming changes were performed. There were no patient consequences.

Event description:
New information noted that the pacemaker was also exhibiting inappropriate mode switches that was noted in (B)(6) 2023. Patient presented to clinic on (B)(6) 2023 and programming changes were performed.